Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported suspected rupture due to increased haziness in the folded area of the right prosthesis via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 phone number: (B)(6).

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed, one opening assessed as fold flaw opening. As per the investigation procedure, crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; e1; h3; h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported suspected rupture due to increased haziness in the folded area of the right prosthesis via ultrasound. Device has been explanted and replaced.